Event description:
Pt and a diabetic nurse reported the infusion device is "stagnate" and does not properly provide an error message when the cartridge is almost empty. The infusion device was requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.